Event description:
The patient came in for treatment of an ica aneurysm and was 5.5mm in diameter. The physician used envoy 6f guiding catheter to create the channel. Then he successfully positioned prowler select lpes 90 degree micro-catheter and essence micro guidewire. After that, he implanted 637mf0306 coil. When the physician advanced the coil in micro-catheter for about 60% distance, he felt friction. So he withdrew the coil but failed. Hence, he had to withdraw the whole delivery system. Later, the physician found the coil had pre-maturely detached. The coil was changed to another one to complete the procedure.

Manufacturer narrative:
Concomitant device used: unknown essence micro guidewire, orbit microcoil, lot 15408346. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Manufacturer narrative:
During an internal carotid artery (ica) aneurysm coiling there was friction when the 3x6 orbit mini complex fill coil was advanced about 60% of the way into the prowler select lpes 90 degree microcatheter (606s155mx/lot unknown). The coil was unable to be withdrawn; therefore, the whole delivery system was removed. It was later found that the coil had prematurely detached. There was no patient injury. Another coil was used to complete the procedure. Prior to the event an envoy 6f guiding catheter placed followed by placement of the prowler select lpes over an essence microguidewire. An adequate continuous flush was maintained through the microcatheter. The prowler select lpes was not returned for analysis and the lot number is not known; therefore, a device history record review cannot be completed. Without the return of the device for analysis, no conclusion can be made regarding the relationship of the device to the reported event. Therefore, no corrective actions will be taken at this time.